Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share log was performed and data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. A loss of connection was reported to have occurred for 4g16dh. Data investigation was performed on (B)(6) 2018 for 4g1ps1. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.